Event description:
It was reported that the patient presented for a scheduled procedure due to the right ventricular lead having a fracture. The lead was explanted and replaced. 1 day post procedure the new right ventricular lead needed to be repositioned due to the lead being dislodged with high capture thresholds, low impedance, and low sensing. With a few months the lead again exhibited high capture thresholds, low impedance(delete), and low sensing. The lead was reprogramed subthreshold successfully and there were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2025-12320. It was reported that the patient presented for a scheduled procedure due to the right ventricular lead having a fracture. The lead was explanted and replaced. 3 days post procedure the new right ventricular lead needed to be repositioned due to the lead being dislodged. With a few months the lead again exhibited high capture thresholds, low impedance, and low sensing. The lead was repositioned successfully and there were no patient consequences.